Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that multiple pump stoppages were recorded in the system controller's log file. An issue was suspected with the percutaneous lead (driveline). The patient underwent a pump exchange on (B)(6) 2018 due to suspected driveline fracture. No further information was provided.

Manufacturer narrative:
The cause of the reported pump stop events was confirmed during the evaluation of (B)(4). The percutaneous lead was returned in two sections; 6.5 inches was returned attached to the pump housing (proximal), and 30 inches attached to the controller connector (distal). For the proximal portion, upon removal of the silicone sleeve, breakdown of the shield approximately 2-4 inches from the pump housing was found. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the percutaneous lead revealed exposed conductors on the yellow wire 2.5 inches from the pump housing, and on the red wire 3.5 inches from the pump housing. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test revealed exposed conductors on the brown wire 2.5 inches from the pump housing and on the orange wire 2 inches and 2.5 inches from the pump housing. The insulation breaches in the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. Electrical continuity testing and high potential testing of the distal portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump stoppages captured in the submitted log file would have occurred as a result of the exposed conductors of any of the orange, yellow, brown, or red wires contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.